Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather add;l info, but there has been no response. This report is being filed due to possible user error.

Event description:
The following info was reported to kci by the nurse: the pt's wound allegedly appeared macerated. On (B)(6) 2014, the following info was reported to kci by the pt: the physician performed sharp debridement in office. The pt continued to receive v.a.c. Therapy, and stated he is doing well. The pt also noted that his wound is "granulating nicely."